Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter irrigation was blocked. Initially, it was reported that the ¿pentaray catheter washing was blocked¿ additional clarifying information was received on 03-jan-2024. It was reported that during the usage of the device on the patient, the doctor noticed that the catheter irrigation was blocked. There was no error noted. The correct catheter settings were selected. There were no issues with the pump. No adverse event was reported on the patient. Based on the additional information received, the event has been assessed as MDR reportable with an awareness date of 03-jan-2024.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation procedure with a pentaray nav high-density mapping eco catheter and the catheter irrigation was blocked. Initially, it was reported that the ¿pentaray catheter washing was blocked¿ additional clarifying information was received on 03-jan-2024. It was reported that during the usage of the device on the patient, the doctor noticed that the catheter irrigation was blocked. There was no error noted. The correct catheter settings were selected. There were no issues with the pump. No adverse event was reported on the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage nor anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31051419l and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).